Event description:
Per the clinic, the patient developed an infection at the implant site on (B)(6) 2014; subsequently the patient was prescribed an oral antibiotic (duration not reported). The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
(B)(6). This report is filed september 16, 2014. Inplanted device remains.